Manufacturer narrative:
Arjo was informed by a customer representative of a problem with the citadel plus bed frame. It was indicated that facility personnel ran the bed over the power cord causing it's damage and sparks were observed under the bed. The power cord was cut. The citadel plus bed was taken out of service. The patient was transferred to another bed. No injuries were noted. The citadel plus bed inspection was performed by an arjo service consultant and revealed that the power cord was damaged. The insulation of the power cord was cut and wires were exposed. Based on the information received, it can be concluded that the damage to the power cord occurred because the facility's staff ran the bed over the power cord, which contributed to it¿s damage and sparks as a consequence. The citadel plus instruction for use (831.374-en-h) includes the following information regarding the power cord management during use: "make sure the power cord does not become entangled with moving parts of the bed", "make sure power cord is kept free from all pinch points, moving parts and is not trapped under casters. Improper handling of power cord can cause damage to the cord, which may produce risk of fire or electric shock." "Ensure power cord is unplugged from wall and properly stored before transport." ¿unplug the power cord from the electricity supply, and store it, before moving the bed¿, preparation for transport: "unplug and store power cord", patient transport: "unplug the power cord from the wall outlet and wrap the cord on to the brackets at the head end of the frame." Arjo device failed to meet its performance specification since power cord was damaged. The device was is use by a patient that time and therefore the device was involved in the event. The complaint was assessed as reportable due to the power cord damage resulted in occurring of sparks.

Event description:
Arjo was informed by a customer representative of a problem with the citadel plus bed frame. It was indicated that facility personnel ran the bed over the power cord causing it's damage and sparks were observed under the bed. The power cord was cut. The citadel plus bed was taken out of service. The patient was transferred to another bed. No injuries were noted.